Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure forward firing at 2000j was observed. Reportedly, the patient was under anesthesia. A second fiber was used to complete the case. No report of patient injury.